Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported a silent nite gl hinge preventive care device broke at night. Per the report the dentist reported that the hinge came undone on the upper right side and the right arm broke off and the patient reported that the screws came off and the device broke at night. The healthcare provider did not report any adverse event, injury, or permanent injury to the patient. The device was used by the patient from (B)(6) 2023, through (B)(6) 2024. The device is going to be replaced with a product similar to the reported device.

Manufacturer narrative:
Corrected information h11 (additional manufacturer narrative): in the previous reported it was mentioned in h11 section that the non-visual device investigation was done, was incorrect. The device was visually inspected and the investigation findings were updated in the previous report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additonal information h11: corrected information g3: the date received by manufacturer was incorrectly captured in previous report and the correct date was 26-april-2024. A non-visual device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and found the broken part by anchor was broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Fmea review results: based on the root cause description above, the failure mode of button/anchor detachment has been previously identified and documented as a known failure mode. This occurrence is consistent with the existing risk assessment, and no additional risk mitigation measures are required at this time. The manufacturer internal reference number is: (B)(4).